Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no damage observed to the pipeline.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was returned stuck at the distal segment of the marksman catheter. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube appeared to be stretched. The proximal end of the pipeline flex was found fully opened and moderately frayed. However, the distal end of pipeline flex appeared to be not fully opened due to damage braid. The pushwire was found to be bent from ~20.0cm to ~26.0cm from proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The marksman catheter tip, marker band were examined; and no damages were found. The catheter body appeared to be accordioned from ~23.5 to ~32.5cm from distal end. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline flex pushwire was pushed out from catheter with difficulty. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip; however, resistance was observed at the damaged locations. ¿conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance at distal segment as the returned pipeline flex pushwire was found stuck at the distal segment of the marksman catheter. However, the cause for resistance could not be determined. The pipeline flex pushwire and the marksman catheter were found to be damaged. From the damages seen on the catheter body (accordioning), pusher (bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to retrieve the pipeline flex pushwire through the marksman catheter against resistance. However, the pipeline flex was confirmed to have failure/incomplete open as the distal braid end was not fully opened due to damage braid. It is likely that the patient vessel tortuosity and lack of continuous flush during delivery may have contributed to the reported issues. There was no non-conformance to specification that may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the ped was delivered, the ped could not be pushed when it reached the distal end. It was attempted repeatedly, however, it failed. The product was replaced. The pipeline failed to open at the distal end due to resistance at the distal end of the catheter. The pipeline was not positioned in a bend and less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered and was up to standard. The angiographic result post procedure showed an aneurysm. The devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the cavernous sinus segment with a max diameter of 21.7mm and a 17.3mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include a sheath, a cook guide catheter, a johnson & johnson microcatheter, a phenom guidewire, a cordis microcatheter, a stryker, a marksman guidewire, and a synchro 14.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.